Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that air could not be removed from multiple cartridges during the load process. Customer used a fourth cartridge and air was successfully removed. Customer's blood glucose was within 54-500 mg/dl.